Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that upon interrogation it was noted that the right atrial lead exhibited noise oversensing which led to inappropriate mode switch. No programming or intervention was performed. The patient was stable.